Manufacturer narrative:
The cause of the reported site issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 26 mg/dl. The customer was treated in the emergency room and was admitted to the hospital. Glucose injections were administered for the low bg. The contact reported that the low bg was due to "over-dosing on insulin". The contact did not know if it was due to use error or due to the pump. The healthcare provider removed the customer from pump therapy. The contact also reported that the infusion set site was bruised, itchy and had yellow puss. The type of infusion set used was not known. Although requested, additional information regarding the event and the customer's discharge date was not provider.